Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving an angiogram, atherectomy, and angioplasty, the hub separated from a flexor raabe guiding sheath upon removal of another manufacturer's atherectomy device from the sheath. The sheath was removed and replaced with another to successfully complete the procedure. Unknown wire guides, catheters, and angioplasty balloons were used during the procedure, as well as a cook micropuncture device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: see b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2020. After the first pass of the laser atherectomy device for treatment of the superficial femoral artery, the user pulled the laser back to reposition it, at which point the hub separated from the complaint device. The sheath had been in place for fifteen minutes prior to the event. The atherectomy catheter was reportedly smaller than the sheath. The anatomy was normal. The dilator was not in place at the time of separation, as a wire guide and atherectomy device were in the lumen of the sheath.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a procedure involving an angiogram, atherectomy, and angioplasty, the hub separated from a flexor raabe guiding sheath upon removal of another manufacturer's atherectomy device from the sheath. After the first pass of the laser atherectomy device for treatment of the superficial femoral artery, the user pulled the laser back to reposition it, at which point the hub separated from the complaint device. The sheath had been in place for fifteen minutes prior to the event. The sheath was removed and replaced with another to successfully complete the procedure. The atherectomy catheter was reportedly smaller than the sheath. The anatomy was normal. The dilator was not in place at the time of separation, as a wire guide and atherectomy device were in the lumen of the sheath. Unknown wire guides, catheters, and angioplasty balloons were used during the procedure, as well as a cook micropuncture device. Investigation ¿ evaluation a document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. Precautions in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath. All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage. Instructions for use sheath introduction 1. Ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced. 2. Using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline. 3. Flush the dilator with heparinized saline. How supplied upon removal from package, inspect the product to ensure no damage has occurred." A CAPA was previously completed to address this failure mode for 4 to 8.0fr devices with prefixes kcfw, ksaw, and kcfn. The CAPA team performed mechanical testing and concluded that tensile failure did not occur below or near the 15 n. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded component failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.